Event description:
It was reported that when the customer took out the blue cap to put air in the product during the use of it, the cap got detached. No patient injury.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample 10009163-003 7.5mm deht blu suctionaid sub-assy was returned for investigation. Under visual inspection we noticed that blue dust cap on pilot balloon is in incorrect position. Dust cap is not beyond plastic edge and therefore it can be easilly detached from pilot balloon. Dust cap is made from flexible material therefore it can be moved over the edge of pilot balloon without any deformation. Based on that we are unable to determine if the product was sent to customer in such condition or if the misalignment of cap happened during use. Any other similar customer complaint has been ever received against smiths medical czech republic production therefore this is considered to be isolated incident only with unknown root cause and with minimal impact for customer (dust cap still fulfill its intended use). The cause of the reported problem could not be determined.